Event description:
Received mw5188590 which states: background: patient presented with ccs class ill angina and severe mid-rca stenosis on cta/ffr. Procedure: pci performed with orsiro mission des. Post-dilatation with trek rx balloon led to rca perforation. Papyrus covered stent deployed. Persistent minimal leak prompted prolonged tamponade using 4.0 x 20 mm trek rx balloon. Device malfunction: upon attempted withdrawal, catheter shaft was removed but balloon detached and remained inflated within the covered stent, causing acute rca occlusion (timi 0 flow). Outcome: emergent CT surgery consult obtained. Iabp placed. Patient transferred for emergent CABG. Coronary angiography demonstrated a dominant rca with a long, severe 80% stenosis in the mid segment. Pci was undertaken using a 6 fr jr4 guide catheter with guideliner support and choice pt wire. Lesion preparation was performed with a 2.5 x 20 mm trek rx balloon. A 3.5 x 22 mm orsiro mission drug-eluting stent was successfully deployed in the mid rca. Following deployment, residual mid-stent stenosis was noted, and post-dilatation was performed with a 3.5 x 15 mm trek rx balloon. Immediately thereafter, coronary perforation was visualized at the stented segment, with contrast extravasation into the pericardia space. An emergent 3.5 x 26 mm papyrus covered stent was promptly deployed across the perforation. Post-deployment angiography demonstrated persistent minimal leakage. Prolonged balloon tamponade was then attempted using a 4.0 x 20 mm trek rx balloon catheter. A brief angiographic assessment suggested possible reduction in extravasation, and bedside echocardiography showed no significant pericardia (effusion. Device malfunction and complication: after prolonged inflation, the 4.0 x 20 mm trek rx balloon was deflated and withdrawal was attempted. During removal, the balloon catheter shaft was extracted from the patient; however, the balloon component was not visualized on the shaft. Upon immediate fluoroscopic review, the balloon was identified as detached from the catheter shaft and remained within the deployed papyrus covered stent and underlying rca stent. The balloon remained inflated and impacted in the mid rca, resulting in acute vessel occlusion with timi 0 distal flow. This malfunction caused abrupt cessation of coronary perfusion distal to the lesion and constituted a life-threatening complication. Attempts at percutaneous retrieval were not feasible given the patient's anatomy and the impacted balloon within the covered stent. Cardiothoracic surgery consultation was obtained emergently, and transfer was arranged to (B)(6) for immediate surgical intervention. A second interventional cardiology opinion concurred with the need for emergent coronary artery bypass grafting (CABG). The patient remained hemodynamically stable with minimal pericardia effusion on echocardiography; therefore, pericardiocentesis was not pursued. An intra-aortic balloon pump was placed for stabilization, additional vascular access was obtained, and the patient was transferred emergently for rca bypass surgery. Patient had successful same-day two vessel bypass to the rca and lad. Patient was discharged home summary of reportable event: this case represents a suspected major mechanical malfunction of a 4.0 x 20 mm trek rx coronary balloon catheter, in which the balloon detached from the shaft during withdrawal and remained inflated within the coronary stent, leading to acute rca occlusion (timi o flow) and necessitating emergent surgical revascularization. The device malfunction resulted in serious patient harm requiring escalation of care, mechanical circulatory support, and emergent successful CABG.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI # is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.